Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported that while the injecting, the "filler came out of a crack in the syringe¿ for one syringe of juvéderm vollure¿ xc. No injury to the patient or injector.